Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015. Approximately 2-3 days post ablation the patient presented with a 102 degree fever, septic and physically ill along with vaginal discharge. The physician observed a 5 cm abscess behind the uterine wall. The physician reportedly performed a hysterectomy on (B)(6) 2015. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Concomitant products: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).